Event description:
It was reported that during the device replacement procedure when the right ventricular (rv) lead was connected to the new implantable cardioverter defibrillator (ICD) high out of range shock impedances measuring greater than 125 ohms were exhibited. When the shock lead vector was programmed distal coil to can the impedances were out of range. The proximal terminal pin was connected to the distal port and the distal terminal pin was connected to the proximal port. When the leads were reversed in the header the shock impedances were within normal limits. Boston scientific technical services (ts) discussed since the device is implanted in the abdomen this may be a workable vector, however, they recommended performing defibrillation threshold (dft) testing to confirm. Subsequently, dft testing was performed and the patient's rhythm was successfully converted. This ICD was successfully implanted and remains in service. The rv lead also remains in service. No adverse patient effects were reported.